Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not passing calibration. It was stated that they were getting error 103 (switch settings incorrect), confirmed the switches and cables were in the correct location. The calibration test unit was last calibrated 2012/03, explained this could be a calibration test unit failure. They were going to try it on another unit because biomed said this calibration test unit was just calibrated by another calibration company.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. Correction: d. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not passing calibration. It was stated that they were getting error 103 (switch settings incorrect), confirmed the switches and cables were in the correct location. The calibration test unit was last calibrated 2012/03, explained this could be a calibration test unit failure. They were going to try it on another unit because biomed said this calibration test unit was just calibrated by another calibration company.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that was not passing calibration. It was stated that they were getting error 103 (switch settings incorrect), confirmed the switches and cables were in the correct location. The calibration test unit was last calibrated (B)(6) 2012, explained this could be a calibration test unit failure. They were going to try it on another unit because biomed said this calibration test unit was just calibrated by another calibration company.

Event description:
It was reported that the biomed had an arctic sun device that was not passing calibration. It was stated that they were getting error 103 (switch settings incorrect), confirmed the switches and cables were in the correct location. The calibration test unit was last calibrated 2012/03, explained this could be a calibration test unit failure. They were going to try it on another unit because biomed said this calibration test unit was just calibrated by another calibration company.

Manufacturer narrative:
This record is being submitted as a correction to the date received by manufacturer previously submitted. Per additional information received, bd has determined that this MDR event is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.